Event description:
An acuforce bolt came loose on the functional capacity evaluation system while performing a fitness test. The patient fell backwards to the floor. No obvious injury was noted. Biomed was called and and no metal stripping was noted. Unit was sent to the manufacturer and tested with 1000 pounds of psi. Unit tested fine. It is possible that bolt was loose and the operator needs to ensure that bolt is tightened before every test. Returned to service.